Event description:
.

Manufacturer narrative:
Product has not been returned to sorin group USA for eval. Upon receipt, a follow-up report will be forwarded with the analysis. Testing has shown that the material used in the plastic protective cap may weaken the precision bipolar upper jaw and cause it to break. A new protective cap has been implemented to eliminate this possibility. A field action has been initiated alerting all customers of the issue and providing instructions on the safe use and return of product. A follow-up report will be filed once a corrective/removal reporting number is assigned by the FDA district office.